Event description:
It was reported that during a prostate procedure, an error was not able to be cleared. The procedure was to be "rescheduled". Patient/user outcome: "fine".

Manufacturer narrative:
The console was evaluated and repaired (d1 flow switch replaced) in the field on (B)(4), 2013. A review of the service cases for this laser (B)(4) revealed that there has been no reported reoccurrences of this event type since the service repair was completed and the laser was released to the customer for use.